Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the original data. Timeouts and a drive stall were observed in the original data. The device was reset and rerun. A rotational sensor error was observed in the rerun data, but no alarms, timeouts, nor drive stalls were observed. The cause of the drive stall that prevented the needle mechanism from deploying could not be determined. Contamination was observed on the commutator cap. This contamination would cause the rotational sensor error observed in the rerun data. It could not be conclusively determined if this contamination also caused the drive stall observed in the original data.